Manufacturer narrative:
Follow-up #1 date of submission 09/29/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings: a review of the black box data showed evidence of reboots. A visual inspection of the pump showed that the battery compartment was cracked and that there was evidence of moisture corrosion in the compartment. No battery cap was returned with the pump; a test cap was able to fully attach on to the pump. The pump was exercised for 24 hours with no power issues. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture damage was found.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.